Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt's outflow graft bend relief was previously found to be dislodged by x-ray (reported on MFR report # 0002916596-2012-00276), and he presented with pain and slight swelling in the area between the pump outflow and the lower extent of his midline incision. On (B)(6) 2012, the pt was taken to the operating room for a possible pump exchange due to evidence of bleeding via CT scan. Evaluation revealed a disconnected outflow graft bend relief. The hospital made the decision to remove the existing bend relief and small portion of the graft to complete graft to graft anastamosis. The bend relief was secured in place then enhanced with excess graft material and sutures.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.